Event description:
A consumer implanted for complex regional pain syndrome type I reported a couple of weeks ago they noticed stimulation was going on and off but then it "trickled away", and then shut off all of a sudden. It was noted the consumer had a rechargeable and non-rechargeable implantable neurostimulator (ins). The non-rechargeable ins went dead and wasn't working at all, meaning the consumer wasn't feeling any stimulation with that device. The consumer tried to increase stimulation but was unable to do so even after they changed the batteries in the patient programmer (pp). It was confirmed the green light was on, on the non-rechargeable pp, but all of the ins lights on the back of the pp were off. An appointment was scheduled with the healthcare provider (hcp) for (B)(6), where the consumer was hoping to get it working again because they really needed it for their intense pain that had returned, which was the device was implanted to treat.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.